Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 6 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power and explained the alarm. The hp would discard the supplies and contact the peritoneal dialysis nurse (pdn) regarding the missed therapy. The hp would call back if any problems or questions. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240. Per the pdn, the home patient (hp) did contact her regarding the alarm. The pdn stated the hp discards his supplies and the lot number was not known. The pdn stated the hp is doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.